Event description:
It was reported via repair work order that the head right side rail was stuck in the down position due to the timing links being rusty and corroded with existing fluid intrusion. It was also reported that the power cord was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.